Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Pro code - jow. UDI - (B)(4). Device evaluations results/investigation findings: power cord was damaged ( casing was torn and ground wire was cut). Probable cause/root cause: damage to the power cord can occur by the cord/plug mold being run over by wheeled equipment or by the cord being pulled from the wall outlet inadvertently. In some cases damage to the wire coverings and insulation may expose the wires of the cord when excessive force is applied in a clinical setting. Under normal conditions the power cord and plug mold are not likely to become damaged. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This is a well-known failure mode, with no allegations of harm or injury. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit was not working, and the power cord had exposed wires. No adverse events were reported as a result of this malfunction.